Event description:
It was reported to vyaire medical that the avea ventilator o2 (oxygen) sensor not working. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and found that the o2 cel on the unit was hit and it was broken. There was no other damage. The fsr swapped the o2 cell for a new one and performed ovp (operational verification procedure). All numbers are in specification and the unit passed pre and post est (extended systems test). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.